Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic, and tortuous lesion located in the right coronary artery (rca), the express2 monorail stent failed to cross the lesion. During withdrawal, the stent dislodged from the delivery device. The dislodgement occurred in the aorta and the stent was successfully retrieved with a snare. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a suppmental medwatch report will be filed. A review of the manufacturing records could not be performed as the batch number is unknown.